Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation is a known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was positioned close to the artificial urinary sphincter (aus). As a result, the physician reopened the ps incision, exposed the pump, secured all three tubes with rubber shods, created a new pocket, and placed a new pump in the new pocket. No patient complications were reported.